Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on all the available information, boston scientific determined the most probable cause of the event was related to an unintended user error. The s-ICD instructions for use (IFU) cautions users against using a non-boston scientific torque wrench and over-ratcheting the wrench when loosening setscrews on our devices which could result in them becoming stuck. The IFU provides additional instructions on how to loosen stuck setscrews if they occur during procedures. However, boston scientific is currently investigating these cases of difficulty loosening stuck setscrews to determine what other factors may contribute to these events.

Event description:
It was reported that during the changeout procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) the setscrew was not retracting. The device was successfully explanted. No adverse patient effects were reported.